Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope when the implantable pulse generator (ipg) reached elective replacement indicator (eri). It was reported that there was a possible issue with the ipg. It was also reported that the right ventricular (rv) lead exhibited oversensing and low impedance, triggering a warning. It was also reported that capture was unable to be confirmed on the rv lead. The ipg was explanted and replaced and the rv lead was capped. No further patient complications have been reported as a result of this event.